Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted, the investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required placement of a 10f percutaneous pigtail chest tube and hospitalization. The target nodule was 1.1 centimeters in size and located in the right middle lobe (rml) at the juncture of the major and minor fissure. The patient was asymptomatic. The patient was admitted for 7 days and was subsequently sent home after resolution of the complication. The physician believed that the pneumothorax was not ion-related, and would have likely occurred via another modality. The procedure was considered high risk due to the patient's underlying severe emphysema and the difficult location of the nodule. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.